Event description:
It was reported that the subject guidewire was kinked. The subject device was returned for analysis and the device investigation revealed that the subject guidewire was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire distal end was noted to be broken/fractured and kinked/bent. No other anomalies were noted. The functional inspection was not required. The reported event ¿guidewire kinked/bent¿ was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that as per the physician there was severe resistance while advancing the coil within the micro catheter, hence coils were removed and procedure completed with other coils, procedure was uneventful. The wire was kinked and had to use one more wire. As per the additional information, the patients anatomy was moderately tortuous. During analysis, the guidewire was found to be kinked and fractured along the distal tip. A review of the available information indicates that there was difficulty advancing the target coils also. It is possible that the patients anatomy caused some resistance during advancement of the coils and the guidewire, and subsequent kinking to the guidewire. An assignable cause of procedural factors will be assigned to the reported event ¿guidewire kinked/bent¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of procedural factors will be assigned to the analyzed event ¿guidewire distal end/tip kinked/bent¿ and ¿guidewire distal tip broken/fractured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.